Event description:
A patient reported "battery" display message with a one touch basic meter and was not able to test the patient's blood glucose. Patient reported the pt's blood glucose was 79 mg/dl. It is unknown if that was the last result the pt obtained. Pt reported symptoms of sweaty and lightheadedness. Attempts to contact the patient have failed.